Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the pt came into an office visit, during which a system diagnostics test resulted in high impedance. X-rays were taken and upon review of those x-rays, the physician noted two fractures near the distal end of the lead. The pt is currently scheduled for replacement surgery. All attempts for further info are in progress.